Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10 ml ll bns contained foreign matter. Verbatim: complaint via email. The presence of this atypical particulate represents a potential concern and requires further evaluation from bd therefore a complaint is being submitted. The defect was found during routine 100% inspection of finished syringes particulate/material suspended in solution or adhered to internal surface of container was found.